Event description:
It was reported that, during an attempt to implant an elevate anterior graft, the physician punctured a vessel with the apical needle, possibly the pudendal artery. The patient had massive bleeding and required intervention. A laparotomy and ligation of the iliac artery were done. The elevate graft was not implanted. The patient was in ICU for three days. She is now reported to be doing well. The surgery date was not provided. No further patient information will be provided due to (B)(4) policies per the implanting physician.

Manufacturer narrative:
Should additional information become available regarding this event it will be re-evaluated and a follow-up report will be sent.